Event description:
It was reported that during service at the user facility, the groove pin fell out of the device hinge. The device was therefore not closing properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site.

Manufacturer narrative:
The device was not returned by the user facility. The reported event could not be confirmed. Device was not returned for analysis.

Event description:
It was reported that during service at the user facility, the groove pin fell out of the device hinge. The device was therefore not closing properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site.

Manufacturer narrative:
The reported event was not able to be confirmed, as the device was not returned for analysis. Potential causes for this type of event include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact (such as being dropped). The device was not returned for analysis.